Event description:
A report was received that the trial patient had a cerebrospinal fluid leakage at the lead pull. The patient was sent to the emergency room and was admitted overnight. Blood patch was performed. The patient¿s cervical headache was gone and patient was reportedly doing well.

Event description:
A report was received that the trial patient had a cerebrospinal fluid leakage at the lead pull. The patient was sent to the emergency room and was admitted overnight. Blood patch was performed. The patient¿s cervical headache was gone and patient was reportedly doing well.

Manufacturer narrative:
(B)(4)